Manufacturer narrative:
Results: product performance engineering was unable to determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood or contrast visible. The stent was not returned. The protective sheath was returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There was no damage noted to the catheter. The inner diameter of the protective sheath was measured using a pin gauge. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent wasn't on the balloon during preparation. Visual inspection of the returned rx vision confirmed that the stent was no longer mounted on the balloon. The stent was not returned for analysis, which may have aided in the investigation by providing stent outer diameter information. However, crimp marks were visible on the balloon and between the markers, which suggests that the stent was positioned correctly and securely at the time of manufacture. The protective sheath was returned and met manufacturing criteria. Based on the information received with the complaint, a conclusive root cause cannot be determined for the dislodged stent. The lot history record was reviewed and no non-conforming material reports were issued for this part/lot number combination. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part/ lot number combination. There does not appear to be a product quality issue. Product performance engineering will trend and monitor the experienced circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the physician tried to advance the stent delivery system onto the guide wire, he noted that the stent was not on the balloon. No additional event or patient information is available. This is being reported based on the returned product analysis which revealed that there were crimp marks on the balloon indicating that the stent was positioned correctly and securely at the time of manufacture. Therefore, the stent dislodged.